Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. The solution was dried on the lens. One haptic was broken in the gusset area (not returned). Product history records were reviewed, and documentation indicated that the product met release criteria. Qualified associated products were indicated. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes, and the damage exhibited by the returned complaint sample would not have met the company¿s release criteria. Based on our observation and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing-related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) state: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, leading to delivery issues and/or damage. The IFU also states: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to the manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was injected into the patient's eye when the provider noticed that the haptic was broken on the lens. The scrub does not believe that the haptic was broken before being placed in the patient's eye. The procedure was completed on the same day. Additional information was received, stating a description of a small tear on the lens next to the haptic.